Manufacturer narrative:
Lens is misshaped, unlabeled. Evaluation: results: a visual inspection of the returned product shows the optic of the lens is scratched and torn. There is clear surgical residue on the lens. A work order search was performed for similar complaints within the search and no similar complaints were found.

Event description:
The reporter stated the surgeon was inspecting a one piece collamer lens model cc4204bf under a microscope and thought the lens looked misshapen. He did not use or load the lens, no pt contact.